Manufacturer narrative:
A getinge field service engineer (fse ) was dispatched to investigate. The fse evaluated the iabp unit and was able to observe the reported issue. The fse replaced the motor controller board and noted that the iabp unit was working to satisfactory conditions.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #50. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #50. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse ) that evaluated the iabp provided complete repair information. The fse replaced the motor controller board which rectified electrical test fails code #50, but it was observed that the iabp was then showing electrical test fail code#53, so front end board was also replaced. After that, the iabp unit was working fine. The iabp unit was then returned to the customer and cleared for clinical use.